Manufacturer narrative:
The device was returned for analysis. The reported bend was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6- medical device problem code 2610 was removed.

Event description:
Subsequently to the initially filed emdr, additional information was receivedit was reported that the proglide device bent as the physician was inserting the device. The bend was noticed before the lever was opened (step 1). No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty interventional procedure using a small bore hole. Reportedly, the device could not be deployed. On removal of the device, it was noted that the proglide metal part of the guide was bent. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.